Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Name: medtronic minimed street: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced hyperglycemia with a sensor glucose (sg) level of 475 mg/dl and diabetic ketoacidosis, presenting with symptoms of vomiting and headache and was transported to the hospital by ambulance and was admitted for one hour on (B)(6) 2026. The event was treated with a corrective insulin bolus; hence no malfunction related to the infusion set.